Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that the customer was hospitalized on (B)(6) 2018 due to the diabetic ketoacidosis and high blood glucose level. The customer blood glucose level was above 500 mg/dl when admitted to the hospital. The customer was not wearing the insulin pump at the time of the hospitalization. The customer was treated with the bolus from the insulin pump. The customer was assisted with the troubleshooting. The customer also stated that the medium size air bubbles were present in the reservoir. The insulin pump will not be returned for the analysis.